Manufacturer narrative:
Device evaluation completed on february 08, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the artoura plus sm te uhp 650cc tissue expander was found to have a tear at the union between the bladder and the shell. Leak testing was performed, in accordance with mentor procedures and no additional leaks were detected. Microscopic examination was performed and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, bladder was confirmed to be properly aligned to the shell. The device¿s bladder/shell bond was evaluated from the interior at the site of the tear, and there was no indication that manufacturing error caused the tear. With consideration to the physical device evaluation, manufacturing records, and review of the process controls; it could not be confirmed the event reported in this product complaint was caused by manufacturing error. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction primary with a mentor artoura plus, smooth, ultra high profile, saline prosthesis experienced right-side deflation postoperative. As a result, patient underwent replacement with ref: sdc-130uh, sn: ((B)(6), 2023.